Manufacturer narrative:
The cutting loop part is ruptured out of the main body. The active electrode is broken on the current delivering side. The broken surface has the appearance of a forced fracture. The broken off part of the loop is bent in itself. The remaining part of the cutting loop is bent towards the neutral electrode.the break has been created by force and the electrode is bent in several areas which indicates an application of too much force.by reviewing the similar complaint there is no indication for an increase/ trend of the reported issue. Internal karl storz reference number: (B)(4).

Event description:
The event occurred in great britain. It was reported that during a turp the bipolar electrode broke inside the patient. The broken loop was retrieved, and a replacement loop was used. The connection of the replacement loop was also loose but remained intact (did not break).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4). The replacement loop is considered in complaint (B)(4).